Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, it was found that the interface board had failed due to corroded serial connection pins caused by liquid ingress or excessive humidity. Confirms evidence of environmental and foam contamination inside the blower inlet, transition tube, flow path, and outlet port. Most contamination found inside the device appears to be from the patient's environment. Brown stains from liquid ingress, dirt, dust, hair, and other environmental particles are found throughout the inside. The device appeared to operate as intended during bench and mtfs testing. The complaint aligns with contamination failures with environmental, liquid ingress, and foam degeneration evidence found inside but not in the airpath assembly. Section h4: device manufacture the date captured incorrectly in the previous report has been corrected in this report. In this report, section d9, g3, h3, h6 has been updated.